Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and other-technical was received on september 16, 2022 with lot number 1181401. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening. Other-technical: observed brown particles in the fill channel. Additional observations: wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported left side "particles in valve". Device has been explanted and replaced.